Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances over the last year. The impedances from last year measured 180-200 ohms. Currently the shock impedances are measuring greater than 200 ohms regularly. This patient is terminally ill and they do not want to perform a commanded shock or lead changeout. The shock configuration is programmed rv to can and there are no other programming options. The health care professional will consult with the physician. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances over the last year. The impedances from last year measured 180-200 ohms. Currently the shock impedances are measuring greater than 200 ohms regularly. This patient is terminally ill and they do not want to perform a commanded shock or lead changeout. The shock configuration is programmed rv to can and there are no programming options. The health care professional will consult with the physician. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that indicated this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range shock lead impedances. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion.